Event description:
One fiber was broken when box was opened. There was no patient involvement.

Manufacturer narrative:
Fiber was manufactured according to specification and was released after passing power testing. The fiber appears to have been broken due to user handling at the customer site.